Event description:
The customer reported an intermittent loss of live image. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. However, the svc rep replaced the display adapter circuit board as a proactive measure. The sys was operating as intended.